Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high pacing thresholds and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.